Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the procedure, the pipeline flex with shield failed to open at the proximal end and a hyperform balloon was used to expand it. Balloon angioplasty was performed, and the compression and slight displacement of the densely braided stent was achieved in a distal direction. Control angiograms showed that it was completely flat against the wall. No patient injury occurred. There was complete stasis post device deployment. Complete neck coverage was achieved. Wall apposition was achieved. Coils were also implanted. The aneurysm is located in the right internal carotid artery (6c), sidewall, saccular shape. The maximum diameter was 13.6mm, with a dome height of 6.9mm, and width of 11.4mm. The neck size was 9mm, with a distal diameter of 3.4mm and proximal 3.8mm.

Event description:
Additional information received indicated that the right ica occlusion was a serious injury per the site. The occlusion had a causal relationship to the device, possible relationship to procedure/dapt.

Manufacturer narrative:
This event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.